Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported a speaker malfunction inop and could not exclude if this was caused because the device was dropped. The mentioned in addition not being sure if the unit was dropped. There was no report of an adverse event. It is unknown how the device was used.